Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room after wearing the pod on the leg longer than 48 hours and experiencing high blood glucose (bg) levels of 18 mmol/l (324 mg/dl) pain, irritation and an abscess that became infected with pus coming out. At the hospital, the patient was prescribed antibiotics (name unspecified) to be taken for a week along with fucidin and betadine.